Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 573 mg/dl. Customer was able to resolve no delivery with a reservoir change. Customer declined troubleshooting for high blood glucose. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Evaluated five open/used reservoirs, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. The conclusion was that reservoirs were not occluded.